Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received an inaccurate fill estimate. Reportedly, the insulin gauge remained static at 155 units even while delivering bolus and basal insulin the past 3 days. The customer confirmed that a new cartridge would be loaded onto the pump. At the time of the call, the customer's blood glucose level was 285 mg/dl, and a correction bolus was delivered to address bg level. Several hours later, the customer confirmed loading a new cartridge onto the pump and received an accurate fill estimate.